Manufacturer narrative:
No resistance or other functional anomalies were noted during guidewire insertion through the dilator/sheath assembly. However, the sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported ¿tip of the sheath was blocked¿ is consistent with the dilator and sheath puncture. The cause of the dilator and sheath puncture is consistent with not following the instructions for use.

Event description:
This report is to advise of a punctured sheath and dilator that was noted during analysis.